Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: left atrial appendage occlusion in vulnerable oldest-old patients ¿ effectiveness and safety in a large single-center registry.

Event description:
The article, "left atrial appendage occlusion in vulnerable oldest-old patients ¿ effectiveness and safety in a large single-center registry", was reviewed. The article presented a retrospective, single center study to investigate the effectiveness and safety of a simplified non-complex left atrial appendage occlusion (laao) procedure. Devices included in the study were amplatzer amulet, watchman, watchman flx, and lambre. The article concluded that non-complex laao procedure achieved a state-of-the-art technical success rate and a low complication rate in vulnerable oldest-old patients. Care should be taken to identify patients with sufficient life expectancy to benefit from laao. The trend towards more ischemic strokes during follow-up is an important signal focusing on cardioembolic stroke etiologies besides laa thrombi in these patients. [The primary and corresponding author was christian fastner, department of cardiology, haemostaseology and medical intensive care, university medical centre mannheim, medical faculty mannheim, heidelberg university, theodor-kutzer-ufer 1-3, 68167, mannheim, germany, with corresponding email: christian.fastner@umm.de]. The time frame of the study began in 2014 with no specified end date. A total of 230 patients were included in the study, of which 132 (58.4%) received an abbott device. The average age was 79.0 years and the majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, coronary heart disease (prior bypass surgery, myocardial infarction), peripheral arterial disease, transient ischemic attach, ischemic/hemorrhagic stroke, chronic kidney disease, chronic liver disease, alcohol abuse, prior bleeding, prior pulmonary vein isolation.

Manufacturer narrative:
Summarized patient outcomes/complications of left atrial appendage occlusion in vulnerable oldest-old patients ¿ effectiveness and safety in a large single-center registry were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, coronary heart disease (prior bypass surgery, myocardial infarction), peripheral arterial disease, transient ischemic attach, ischemic/hemorrhagic stroke, chronic kidney disease, chronic liver disease, alcohol abuse, prior bleeding, prior pulmonary vein isolation. Some of the complications reported were stroke, pericardial effusion, cardiac tamponade, embolism, renal failure, myocardial infarction, transient ischemic attack and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: left atrial appendage occlusion in vulnerable oldest-old patients ¿ effectiveness and safety in a large single-center registry